Event description:
A filter did not appear to completely open following deployment via a jugular approach. Another filter was successfully placed without pt complications. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. The filter remains implanted and was not returned for eval. The delivery system was returned, evaluated and retained by this MFR. The engineering eval indicated the delivery system was returned in the released position. No product malfunction was noted. Since co's attempts to gain further info with regard to the circumstances surrounding this event were unsuccessful and the entire device was not returned for eval, co is unable to determine the exact cause for this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases. A second filter, properly placed, should be implanted for protection against recurrent pe."